Event description:
Balloon burst.

Manufacturer narrative:
The report from the affiliate indicated the following: during a procedure on a female pt, the balloon burst. The target vessel was the iliac artery which was reported to be calcified. The inflation was by hand injection, so the burst pressure was unk. There was no reported pt injury. No add'l info is available. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.